Event description:
Report from pt indicating that pt experienced withdrawal symptoms due to inability to hear pump end of life alarm. F/u with the health care provider indicated that the pt presented to the physician's office in severe pain which until approx one week prior had been controlled. No serious adverse effects were encountered, although the pt denied hearing the pump alarm. The device was explanted, but as yet has not been rec'd at the MFR's facility for device analysis.